Manufacturer narrative:
No product was returned; thus, the failure mode reported could not be investigated and a root cause could not be determined. A device history record (DHR) review was not performed as no lot or serial numbers were provided. If the product is returned, this complaint will be reopened for further investigation.

Event description:
It was reported that the tubing set was not priming accurately, priming volumes were inconsistent and inaccurate. No patient injury was reported.